Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery would not charge or power on a monitor. Upon evaluation, there was liquid contamination on the pca board and battery cells. The cause of the inability to power on a monitor or charge is the contamination. The root cause of the contamination is ingress of an unknown contaminant. No adverse event resulted from the defective battery pack.